Manufacturer narrative:
The connex spot monitors (csm) are intended to be used by clinicians and medically qualified personnel for monitoring of non-invasive blood pressure, pulse rate, non-invasive functional oxygen saturation of arteriolar haemoglobin (spo2), and body temperature in normal and axillary modes of neonatal, paediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. The csm device was returned to welch allyn for investigation. The evaluation and investigation indicated that the device came in with smoke damage and a melted connector. The power cord end was melted into the iec connector. The charger was opened and inside was full of soot. The black wire that goes to the device was pinched and flattened but no obvious cuts/abrasions. Welch allyn will continue to monitor complaint trends for this type of alleged malfunction.

Event description:
Welch allyn received a report from the account stating the csm device caught fire while the device was charging and not in use. The device was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).